Event description:
It was reported that when the device was implanted, it was close to the leg nerves. It was stated that the patient experienced electrical impulses going down her legs. This was said to have started 2 days ago, but yesterday it was getting ¿fairly intense¿ and the patient went to the emergency room (ER). The ER physicians ruled out stroke and it was determinedto likely be related to the device. The reporter was able to turn off stimulation. The patient had an appointment with the managing physician tomorrow.

Manufacturer narrative:
Concomitant: product ID 3037, (B)(4), product type programmer, patient product ID 3 889-28, lot# va01czm, implanted: 2012-(B)(6), product type lead, product ID 3095-10, serial# (B)(4), implanted: 2012-(B)(6), product type extension. (B)(4).